Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-19733 and the report of suspected device thrombus cannot be conclusively determined through this investigation. Review of the submitted log file data confirmed elevations in pump power/estimated flow; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. A direct correlation between the report of suspected device thrombus and the elevated pump powers/estimated flows cannot be conclusively determined through this investigation. The submitted log file contained data spanning from 03apr2020 at 02:19:03 to 20may2020 at 00:03:19, per the timestamp. No notable alarms were captured; however, intermittent elevations in pump power/estimated flow were captured beginning on (B)(6) 2020 at 00:54:30 and occurred through the remainder of the log file. The account communicated that the patient¿s pump power and estimated flow had increased to the 9w and 11lpm range, respectively. The patient had recently lost over 100lbs and was admitted for palpitations. The patient did not display any signs of blood in their urine and lab work and a CT scan were ordered. The patient was asymptomatic and was discharged on (B)(6) 2020, without the cause of the elevations in pump power/estimated flow being identified. On (B)(6) 2020 repeat lab work revealed an ldh of 287u/l and a ramp study was suggestive of pump thrombus. The patient was listed for a heart transplant and their workup has been started. The patient will remain on aspirin, persantine, and coumadin with an inr range of 3-3.5. The patient remains ongoing on vad-19733 and no further events have been reported at this time. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus and how to respond to such events. The IFU also provides information regarding recommended anticoagulation therapy and inr range. Section 1 of this document addresses pump speed, power, flow, and pi. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing elevated flows and powers. The patient had recently lost over 100 pounds and was admitted for palpitations. No blood in urine. A ramp study revealed severely decreased left ventricular systolic function. Estimated ejection fraction is 20-25% and the left ventricular chamber size is severely dilated (left ventricular end diastolic diameter is 8.0 cm). No regurgitation or stenosis was seen in the aortic valve. No visualized thrombus in the inflow cannula and the outflow graft was not visualized. Mitral regurgitation was mild. Pulsatility index, left ventricular end diastolic diameter, and power slopes remained flat which is suggestive of pump thrombosis. The patient is on aspirin 81 mg, persantine 75 mg and coumadin with range of 3-3.5 for international normalized ratio (inr). The patient is awaiting listing for transplant.